Manufacturer narrative:
The previous qc and calibration tests had acceptable results. It was noted that the centrifugation time was too short. It was noted that the customer was in the process of changing over to standby bottles when receiving the questionable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results from the cobas 6000 c (501) module. The initial results were na 109 mmol/l, k 2.97 mmol/l, and cl 118.7 mmol/l and the rerun results were na 137 mmol/l, k 4.45 mmol/l, and cl 96.7 mmol/l. The questionable results were reported outside the laboratory. A separate sample results were 'normal.' The reagent lot number was and expiration date were asked for but not provided.